Event description:
It was reported to medtronic minimed that the customer experienced the battery running out very quickly in the insulin pump, requiring a battery change every 3 days, with low battery and replace battery alerts occurring less than 8 hours apart and this being the second occurrence under these conditions. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including reviewing alarm history, confirming battery and battery cap condition, and advising the customer that the pump would be replaced and could continue to be used until the replacement arrives if a new battery was installed. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.